Manufacturer narrative:
This report is for an unknown screw / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, domingo. L., cecilia, d., herrera, a. And resines, c. (2001). Trochanteric fractures treated with a proximal femoral nail. International orthopaedics, 25, 298¿301. The authors prospectively studied 295 hip fractures between 1996 and 1998 that were treated with synthes¿ proximal femoral nail (pfn). Follow-up period consisted of at least six months with clinical and radiographic controls performed at the time of hospital admission and at one, three, and six months postoperatively. The average age of the patients was 80.1 years; 76% of the cases were female. The overall mortality was 16% (49 patients) with 7% of the deaths occurring while in hospital. Cause of death was not reported by the authors. Serious injury / reportable malfunction results included cut out (four) with subsequent removal of the pfn and placement of gamma nails in two, dynamic hip screw in one and ender nail in one; and intra-articular protrusion of screws (one) with subsequent reoperation. This is report 3 of 3 for (B)(4). This report is for an unknown screw.